Manufacturer narrative:
Evaluation description: the reported field event of inappropriate hv therapy was confirmed in the laboratory via review of the egms. The device was tested on the bench and no anomalies were found. The cause of the inappropriate therapy was due to an svt rhythm that increased into the programmed vf zone. The therapy occurred due to the device's programmed settings.

Event description:
It was reported that the device delivered inappropriate high voltage therapy for an svt in the vf zone. Programming changes were recommended. Subsequently the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.